Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was report that the patient had a allergy test at (B)(6) hospital which found that the patient had allergies to the methacrylate. The adhesive pad from the pod was also used but did not show any allergic reaction, which suggest to the doctor that it is an allergy to the pod. There was high and low blood glucose (bg) mention but the patient was not able to provide actual bg levels. Hyperglycemia was treated by the patient by changing the basal setting from 0.7 to 0.8.